Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34mm transcatheter bioprosthetic valve, a pre-implant dilatation was perf ormed on the native aortic annulus. Upon initial deployment of the valve, the implant position was suboptimal and the delivery catheter system (dcs) was used to recapture the valve. A full recapture was performed in the ascending aorta. Following recapture, an infold was observed in the valve frame and appeared to run the entire length of the valve. Subsequently, the valve and dcs were withdrawn from the patient. A new valve and dcs were then used to successfully treat the patient. No adverse patient effects were reported. Additional information was received that the pre-implant dilatation was performed with a 22 mm non-medtronic (zmed) semi-compliant balloon. No misload was observed during loading. The access vessels were calcified and it was difficult to advance the system through the iliac artery into the descending aorta. Commissural alignment was not achieved during the initial deployment attempt and not reattempted with the first system. A procedural delay occurred as a result of the infold. The patient anatomy included a valve perimeter of 83 mm with a derived mean annulus of 26.4 mm, aortic valve area (ava) 0.59 cm2, non-descriptive calcium pattern on leaflets, both coronary ostia 20 mm, sinuses 34 mm, sinotubular junction (stj) 34 x 34 mm, and an aortic root angle of 33 degrees.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three static images were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient¿s annulus perimeter measured 83mm suggesting a 34mm. A fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that one recapture was performed and that the infold occurred during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The valve was deployed on a sterile field and the infold was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012131754); product type: 0195-heart valves; implant date: n/a; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34mm transcatheter bioprosthetic valve, a pre-implant dilatation was performed on the native aortic annulus. Upon initial deployment of the valve, the implant position was suboptimal and the delivery catheter system (dcs) was used to recapture the valve. A full recapture was performed in the ascending aorta. Following recapture, an infold was observed in the valve frame and appeared to run the entire length of the valve. Subsequently, the valve and dcs were withdrawn from the patient. A new valve and dcs were then used to successfully treat the patient. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging jar submerged in cloudy solution. As received, leaflet 1 (l1) and leaflet 2 (l2) were largely closed with a gap between their respective free margins while leaflet 3 (l3) was in an open position. All leaflets were flexible and intact with signs of creases and imprints. All commissures were intact. The frame showed no signs of distortion or damage. There was evidence of blood contact on the valve. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were noted. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. At this time, the valve was fully retracted. No anomalies were observed during the recapturing step. Subsequently, a complete deployment of the valve was performed; no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.